Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. A visual inspection displayed no signs of physical damage. The vse instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected. The probable root cause cannot be determined based on the information provided and failure analysis results. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. This issue can be resolved by using an alternate instrument to complete the procedure. Intuitive followed up and obtained additional information. The jaws were not stuck on tissue. There was no adverse effect to the grasped tissue. The jaws were not opened intraoperatively and tissue released since jaws were not stuck on tissue. There was no unexpected tissue removal. The surgical outcome was successful and acceptable. There was no bleeding. The vessel sealer extend (vse) instrument did not work during procedure. Jaws did not open in the abdominal cavity. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2022-01-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the vessel sealer extend instrument would not open in the abdominal cavity. The customer completed the procedure as planned using a backup vessel sealer extend instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.